Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the distal portion of the crimped stent was distorted, damaged & stretched distally out over the distal markerband. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the balloon wall, indicating that a full crimp was achieved between the stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 20 x 4.00 promus premier¿ drug-eluting stent was prepped for use. However, following protective coil removal, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 20 x 4.00 promus premier¿ drug-eluting stent was prepped for use. However, following protective coil removal, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.